Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported the death of his wife. Caller unsure of the last blood glucose reading. He stated that they were high. Caller stated that his wife was taken to the hospital and died of septic shock. Customer kidney's failed. Customer was not wearing the insulin pump at the time of death. Nothing further reported.